Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to correct the issue the fse reconnected the drain port, then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) had a loose drain tube in the drain port. There was no patient involvement, and no adverse event reported.